Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 09/26/2018 and 12/26/2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 28.0 diopter intraocular lens was implanted in the patient's left eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to the patient experiencing blurry vision. There was no incision enlargement and the patient has recovered. The replacement lens was the same model, but different diopter of 29.5. The patient reported that the blurry vision significantly interfered with activities of daily life. Reportedly, the patient's best corrected visual acuity (bcva) was 20/25 and the patient cannot wear glasses or contacts. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/28/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection with the unaided eye shows the lens was cut into multiple pieces, most probably to aid in explant. Further inspection of the lens under magnification did not show any irregularities or cloudiness in the lens material. Based on the condition of the return, further analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.